Event description:
The facility stated that the surgeon implanted a aa4203tl toric silicone lens. The lens tore upon insertion into the eye. The lens was removed without enlarging the incision. No pt injury. It is unk what caused the lens to tear. The cartridge model that was used was a mtc60c fp and the lot number 1189143. The facility was unable to provide the injector model and lot number.